Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the (B)(6) 2011 and performed to specification, up to and including the last log entry on the (B)(6) 2015. Investigation found a capacitor failure. This resulted in a short circuit which caused the installed pad-pak to blow its fuse. This would account for the device failing to power on and the absence of any status led. The functionality of the circuit before leaving heartsine, it is therefore concluded the component failed after dispatch. Investigation was unable to replicate or find conclusive evidence of the reported fault. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.